Manufacturer narrative:
The complaint investigation for a false positive alinity I total b-hcg result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review for the complaint lot. Return testing was not completed as returns were not available. Trending review determined no related trend for the product. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Device history record review on lot number 42341ud00 did not identify any non-conformances or deviations with the likely cause lot. The overall performance of alinity I total b-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide, with median values for the complaint lot is within the established limits, suggesting that the performance is acceptable. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I total b-hcg, lot number 42341ud00, was identified.

Event description:
The customer observed a falsely elevated alinity I total b-hcg result for one female patient with basedow disease and she is taking tepezza (monoclonal antibody). The following data was provided (reference range results >/= 25.00 iu/l are positive): 31oct2022 sid (B)(6) (primary tube) initial result = 42.29 iu/l. Test performed at hospital(method unknown) = negative sample pulled and repeated on 04nov2022 sid (B)(6) (archived tube) result = <2.30 iu/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier entire sid = (B)(6).

Event description:
The customer observed a falsely elevated alinity I total b-hcg result for one female patient. The following data was provided (reference range results >/= 25.00 iu/l are positive): on (B)(6) 2022, (B)(6) (primary tube) initial result = 42.29 iu/l. Test performed at hospital(method unknown) = negative. Sample pulled and repeated on (B)(6) 2022: (B)(6) (archived tube) result = <2.30 iu/l. No impact to patient management was reported.